Event description:
Related manufacturing ref: 2182269-2022-00043. The patient was admitted due to planned surgery for rectal cancer. He had hyperlipidemia and type 2 diabetes mellitus, and preoperative electrocardiography showed sinus rhythm and left bundle branch block (lbbb). Because of combined lbbb, the patient received temporary cardiac pacing (6f bpc 401770, abbott, USA) before surgery, and 2 days after surgery, the patient's heart rate suddenly decreased to 30 beats/min, with intermittent loss of capture of pacing and long intermittent cardiac arrest. The patient was re-admitted to the catheterization laboratory for planned coronary angiography and re-implantation of a temporary pacing electrode. Fluoroscopy showed displacement of the temporary pacing lead from the right ventricular apex to the proximal right ventricular septum, an anatomically right bundle branch distributed area. Because of temporary pacing electrode dislocation, mechanical injury to the right bundle branch caused the right bundle branch block, which resulted in a complete (third degree) atrioventricular block on the basis of pre-existing lbbb. Seven days after the operation, the patient experienced temporary pacing lead dislocation again and intermittent loss of pacing capture. Note: per the IFU, temporary pacing leads which are indwelling for extended periods of time (greater than 72 hours) should be routinely evaluated and replaced as needed.

Manufacturer narrative:
Additional information: e1, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.